Event description:
It was reported to boston scientific corporation that an advantage transvaginal sling system was used during a procedure on (B)(6), 2009. The procedure was completed with no patient complications. According to the complainant, post procedure, the patient experienced chronic pain and voiding dysfunction (exact nature and date of onset unknown). On (B)(6), 2009, a portion of the mesh was excised. During this procedure, it was found that the mesh had contracted and was placing tension on the posterior wall of the urethra. Following the excision procedure, the patient continued to experience chronic pain. The patient was diagnosed with vulvodynia and pelvic floor tension myalgia requiring trigger point injections and physical therapy (exact date unknown). All other information, including the patient's current condition is unknown and reportedly unavailable.

Event description:
It was reported to boston scientific corporation that an advantage transvaginal sling system was used during a procedure on (B)(6) 2009. The procedure was completed with no patient complications. According to the complainant, post procedure, the patient experienced chronic pain and voiding dysfunction (exact nature and date of onset unknown). On october 29, 2009, a portion of the mesh was excised. During this procedure, it was found that the mesh had contracted and was placing tension on the posterior wall of the urethra. Following the excision procedure, the patient continued to experience chronic pain. The patient was diagnosed with vulvodynia and pelvic floor tension myalgia requiring trigger point injections and physical therapy (exact date unknown).

Manufacturer narrative:
(B)(4).